Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked alignment of all probes, and observed that the reagent arm 2 (r2) probe was bent and hitting the sides of the wash bowl. The reagent arm 2 (r2) probe was replace and alignments performed. The cse performed service method testing (smt), adjusted the bottom of cuvette (boc) for r2, performed a system check, and quality controls run by the customer were acceptable. The cause for the discordant vancomycin patient result was attributed to a bent reagent arm 2 probe. The calibrator and quality control results for vancomycin were within conformance. Instrument filter data displayed consistency. Reagent monitoring, water blanking, and mixing performance indicators were in alignment, and reagent contamination was ruled out. The reagent arm 2 (r2) bent probe can lead to improper reagent addition and subsequent mixing. No additional discordant patient samples were observed by the customer. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low vancomycin result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was reported and questioned by the physician(s). The same patient sample was repeated on the same instrument, resulting higher. The higher repeat result was in agreement with the patient's clinical picture, and was reported to the physician(s) as the correct result. There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant vancomycin result.